Manufacturer narrative:
This report is being submitted as follow up no. 1. Date of report should be 10/11/2017. The actual device has yet to be returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the suture lock up on with the angioseal evolution device. The following information was provided by the user: the procedure went as scripted right up to the point of collagen compaction. The compaction never advanced when the device was pulled back upon. There was enough pullback force to tent the patient's skin at the access site but the compaction tube didn't budge. At this point we had to push the suture release button and harvest the compaction tube to manually compress the collagen. The closure was successful but the device did not work as intended. It was reported that the patient condition was stable. It was reported that the procedure outcome was successful.